Event description:
The reporter indicated that a 12.6mm vicmo12.6, -08.0 diopter, implantable collamer lens was implanted and removed intraoperatively on (B)(6) 2023 from patient's right eye (od) due to excessive vault.this resolved the problem. Cause of the event is reported as unknown. Reportedly, no new lens will be implanted.

Manufacturer narrative:
A4 - unk; a5 - unk; a6 - unk; h6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found haptic broken. Dimensional inspection found the lens to be within specifications. Claim #(B)(4).

Manufacturer narrative:
H6 - work order search: no additional similar complaint type events within associated lots were found. Claim # (B)(4).